Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9021620. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our review of the returned device identified a small v-shaped cut on the catheter tubing. This kind of damage is indicative of a needle puncture; given its proximity to the based of adapter head this cannot of occurred during the manufacturing process.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the nurse noticed leakage at the catheter junction. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: leakage at catheter junction was noticed after completed penetration and start to infusion.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the nurse noticed leakage at the catheter junction. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: leakage at catheter junction was noticed after completed penetration and start to infusion.